Event description:
Reporter indicated that vns pt "picked his neck wound", resulting in exposure of approx 1/2 cm of the lead wire. The pt's device was programmed to off pending explant surgery. Further follow-up revealed that the pt underwent lead explant surgery, during which the lead (excluding electrodes) was removed. The generator was not explanted. There are reportedly no plans to reimplant the pt with a replacement lead. The pt is reportedly doing well post lead explant.